Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A physician reported an incomplete tunnel at the inferior side during corneal pocket creation. Additional information has been requested.

Manufacturer narrative:
Additional information provided. Review of the logfiles for the day of treatment showed no warning or errors that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without error. Also the picture of ablation test showed a good result. The logfile shows two treatments on that day were performed and all successfully finished. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).